Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2013, due to posterior medial wear of the tibial bearing. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of 1825034-2013-04910. Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of wear, fatigue loading and fracture. The root cause of the wear/damage could not be determined.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.